Event description:
New information received notes that the device was reprogrammed. The patient was unaffected before, during, and after the change.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that during follow-up, post-paced t-wave oversensing on the ventricular channel was observed. The patient was asymptomatic. Programming changes were recommended. The patient was stable before, during, and after the device interrogation and will continue to be monitored.